Manufacturer narrative:
The reported unintended movement associated with clip opened while locked could not be replicated in a testing environment due to the condition of the returned device (clip was deployed/implanted and therefore was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and based on the images/cine review, the information provided by the account and without the clip to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening while locked, requiring intervention. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) 4. The xtw (lot: 30607r1020) mitraclip used was implanted successfully central-medial a2/p2. A second xt mitraclip was attempted to be implanted, but during placement the patient developed ventricular tachycardia unrelated to the mitraclips. Grasping with the xt was paused and cardioversion was performed to restore rhythm. After cardioversion was performed, the xtw (lot; 30607r1020) was observed to open approximately 100 degrees ( 5-6mm, after opening 15-16mm). The xt clip was placed near the opened clip, along with a third clip medial to the opened clip, to stabilize the result. The mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.